Manufacturer narrative:
(B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 9252466. A review of risk management (B)(4) revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed appropriately investigation summary: customer returned (2) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 9252466. Customer states that there is a disconnection between the needle and syringe. Both syringes were examined and both exhibited the hub-needle/shield assembly separated from the barrel. Samples will be forwarded to manufacturing ((B)(4)) on 18jun2020 for further review. A review of the device history record was completed for batch# 9252466. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for out of spec shield pull. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4), "on 16jun2020, (B)(4) received photo complaint. A visual evaluation of photo found (1) syringes with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. Process summary: automatic syringe assembly machine, which feeds 1/2cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #78626 was created for high shield pulls. The dial required oiling and there was debris collected on the dial. Corrective action: oiled and cleaned the dial. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ ii insulin syringe disconnected from the needle. This occurred on 2 occasions before use. The following information was provided by the initial reporter: disconnect between needle and syringe.